Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep disassembled and cleaned and lubricated the front wheels. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would exhibit a front wheel tracking problem when pushed. No pt injury was reported.